Event description:
It was reported that the patient had the spectra malleable penile prosthesis removed due to unspecified reason on an unspecified date. A new ambicor penile prosthesis was implanted.

Event description:
It was reported that the patient had the spectra malleable penile prosthesis removed due to unspecified reason on an unspecified date. A new ambicor penile prosthesis was implanted. Additional information received indicated the patient was not satisfied with the performance of the device. The patient was doing well.